Event description:
Reportedly, during removal of the delivery system the physician noticed a slight resistance. When removing the delivery system elongation of the stent from 40 to 60 cm occurred.

Manufacturer narrative:
Device remains implanted. Evaluation summary: the delivery system with a se5d in the lot number has the old dilator tip. The old tip was found to hang-up on the stents from time to time due to the tip flair on the proximal end of the old dilator tip. There have been instances when the dilator tip hangs up on the stent, and went his occurs the stent can be elongated when trying to free the dilator tip from the stent. From the photos it does appear that the stent is deformed due to tip snag. The dilator tip was improved in 2005 by CAPA (tip flair). Method: picture returned.